Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on google pixel 8 pro (android 15) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting a thorough initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: disable cross-device service in the phone a. On your android device, open settings . B. Tap google, google devices & sharing (or all services on xiaomi devices), cross-device services. I. Or search â¿¿cross-deviceâ¿¿ from settings. C. Make sure use cross-device services is off or disabled. D. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. Additional steps were recommended: remove all other pairings on the phone with other bluetooth devices. Stop any apps from running in the background that could interrupt the ble connection attempt to pair with another device. If all other steps have not worked, we kindly ask that you try using a different phone, only if one is availableâ¿¿either android or ios, with a preference for ios if possible until we find a solution. We apologize for any inconvenience this may cause and greatly appreciate your patience and understanding as we work to resolve this issue. Helpline confirms that issue has been resolved . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and the mobile app. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and the customer was advised to delete the mobile device pairing from the pump and delete the pump pairing from the mobile device's bluetooth settings and follow the pairing process to pair the pump and mobile device but the pairing failed and hence the issue was escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.